Event description:
Dr. (B)(6), implant surgeon of the hosp, reported to our sales rep (B)(6) that a pt came in with pain. He took an xray and saw that one of the rods broke. The implantation took place on (B)(6), 2012 from l4-s2 without ventral stabilization. The revision surgery took place on (B)(6), 2012. A new rod was implanted as well as a ventral support with cages.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.